Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patients behalf to report intermittent out of range signal on (B)(6) 2014. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).